Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the issue was related to software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter name and occupation not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system, the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure before a case that the site loaded a patient exam and moved to the registration screen. The system at that point exited the software and went back to the application selection screen. The site swapped to the other system for the case. No patient was present at the time of the event.